Manufacturer narrative:
B3: date of event: requested, unknown, d4: lot number: requested, unknown, d4: expiration date: unknown due to unknown lot number d4: UDI: n/a as this product is not exported to the us market. D6a: implanted date: requested, not provided. D6b: explanted date: requested, not provided. H4: device manufacture date: unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The manufacturing record and the shipping inspection record of the actual product. Since the lot # was unknown, investigation could not be performed. Past complaint file in the past three years, no other similar report was found. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the fiber leaked on the involved device. The event occurred during prime, and the product was not changed out.

Manufacturer narrative:
D4: UDI: UDI no: n/a as this product code is bulk product. This report is being sent as follow-up no. 1 to provide the device return date in section d4, d9, h4, to update section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. Confirmation of the images of actual sample taken confirmed that the place where blood adhered was around the blood inlet port inside the housing on the gas channel side. Visual inspection of the actual sample, no anomaly such as breakage was found. Leak test of the actual sample was conducted. The actual sample was installed into a circuit consisting of tubes, and the colored saline solution was circulated through the actual sample at a flow rate of 1.5 l/min. No leakage was found. The blood channel of actual sample was filled with colored saline solution, the blood outlet side was clamped, and pressure of 2 kgf/cm2 was applied from the blood inlet side into the blood channel. No leakage was found. The water channel was filled with colored water, the water outlet side was clamped, and pressure of 3 kgf/cm2 was applied from the water inlet side into the water channel. No leakage was found. The manufacturing record and the shipping inspection record of the actual sample, no anomaly was found. Past complaint file, no other similar report of the product with the involved product code/lot # was found. Cause of occurrence, based on the investigation result, no leakage was found in the actual sample. Since the event that was described in the reported issue could not be confirmed in the returned sample, it was not possible to clarify the cause of occurrence. The instructions for use (IFU) (capiox fx05) has the following warning regarding leakage: do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx05 oxygenator and reservoir. (B. Priming procedure warnings).